Event description:
A medtronic ent rep reported that while in an ent procedure, the surgeon noted the anatomy was flipped after registering the pt with tracer. They were checking accuracy after registration and noticed the anatomy was flipped left/right; proceeded back to the 'load pt' screen and corrected the orientation. The pt was successfully re-registered with tracer and the case proceeded normally. The procedure was completed with the use of the fusion navigation system there was no impact on pt outcome.

Manufacturer narrative:
Pt identifier not available from the site. Software has not been evaluated as of the date of this report.